Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was used without problems, however postoperative lymphorrhea occurred, because they were postoperative symptoms, the product could not be collected. The patient continued fasting for several days, and the issue of lymphorrhea was alleviated.